Event description:
It was reported that the patient had pocket stimulation with the device pacing tip-to-ring and tip-to-coil. It was noted to be less in the ring-to-coil configuration. The physician noted this was the second patient in two days with pocket stimulation. The device was left programmed ring-to-coil, which was tolerated by the patient the device remains in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.